Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, evidence of a short battery life was illustrated with a drastic 12 count voltage drop which lead to a ¿cs128¿ alarm on (B)(4) 2018. The battery compartment was cracked from the threads down to the case seal on the side, and separately below the grip pad. No battery cap was returned. A test battery cap was used and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents readings were found to be within spec. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump was cracked in the battery compartment and losing power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.